Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no button error alarm. However, there was intermittent button response due to moisture damage keypad trace. The insulin pump had a scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and button error alarm. Customer's blood glucose was unknown. The customer stated the keypad is not working properly. The customer stated the insulin pump has not been exposed to moisture or damaged. The insulin pump will be returned for analysis.